Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. Reportedly, possible lot#s are 9635240 or 9868809. Possible udis# (B)(4). Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility contact number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device history records review was completed for part# 04.511.973s, lot# 9635240. Manufacturing location: (B)(4), manufacturing date: sep 18, 2015, expiry date: sep 01, 2025. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part# 04.511.973s, lot# 9868809. Manufacturing location: (B)(4), manufacturing date: mar 29, 2016, expiry date: mar 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient was implanted with the reported plate to treat the upper and the lower jaw deformity. It was reported that on (B)(6) 2017, patient underwent planned explant procedure. During the procedure, the plate was found to be broken inside patient¿s body. The surgeon commented that the surgery was successfully completed at that time, but the bone has not been healed and this led the breakage of the plate. The broken fragments were completely retrieved from the patient¿s body and there were no adverse consequences to the patient. There was no surgical delay reported. Concomitant device: screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) plate. This is report 1 of 1 for (B)(4)..